Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided (reference range > 25 iu/l, positive): on (B)(6)2024, sid (B)(6), initial b-hcg result= 35 iu/l; repeat result <2.30 iu/l. The patient was a female being screened prior to having a CT scan performed. The appointment was rescheduled due to the positive b-hcg results. The results were amended within two hours of the initial results. The delay caused the patient confusion and anxiety, but currently the patient is doing well. There was no additional impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for the issue for lot 64279ud00. The ticket trending review did not identify any trend regarding commonalities for lot number 64279ud00 and issue. The device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 64279ud00 and complaint issue. The overall performance of alinity I total b-hcg reagent was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg lot 64279ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided (reference range > 25 iu/l, positive): on (B)(6) 2024, sid (B)(6), initial b-hcg result= 35 iu/l; repeat result <2.30 iu/l. The patient was a female being screened prior to having a CT scan performed. The appointment was rescheduled due to the positive b-hcg results. The results were amended within two hours of the initial results. The delay caused the patient confusion and anxiety, but currently the patient is doing well. There was no additional impact to patient management reported.